Event description:
May 26, 1993, modular austin moore large stem was implanted. Post-op x-ray showed a crack in the femur, diaphyseal aarea of proximal femur. Patient will require surgery to repair fracture. Implanting physician went out of town but wrote orders for non-weightbearing. Patient charge had new orders written by partner of implanting physician allowing weightbearing on approx. 6/5/93. On 6/6//93 while weight-bearing, patient's femur fractured distal to tip of prosthesis. Implanting physician arrivedf back in town 6/7/93device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.